Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the no water filling possible in arctic sun device, circulation pump has been found to build no pressure as it has been too weak to work properly. Mixing pump has been found to be the same. Preventive maintenance procedure has been performed. Circulation and mixing pump also heater and both drain ports have been replaced. Mentioned issue has been solved that way. As per follow-up on 03mar2023, preventive maintenance was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the no water filling possible in arctic sun device, circulation pump has been found to build no pressure as it has been too weak to work properly. Mixing pump has been found to be the same. Preventive maintenance procedure has been performed. Circulation and mixing pump also heater and both drain ports have been replaced. Mentioned issue has been solved that way. As per follow-up on (B)(6) 2023, preventive maintenance was performed.